Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00029. Review of the patient's medical record found she experienced the following issues prior to the replacement of the ipg in (B)(6) 2011: the patient was previously administered antibiotics as treatment for minor infections. The patient experienced intermittent overstimulation in her upper extremities when turning her head or looking down. Surgical intervention was undertaken in (B)(6) 2011 to explant and replace the patient's lead and revise the ipg in an effort to regain adequate therapy coverage and prevent unintended stimulation following a lead migration issue. Due to weight loss, the patient's ipg was reportedly protruding and moving in the pocket resulting in discomfort. An additional report is being submitted for the patient's explanted lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had no stimulation, and it was suspected the ipg had flipped in the pocket. On (B)(6) 2011, the physician proceeded with surgical intervention, and determined the ipg has not flipped. During the procedure, fluid was noticed around the ipg, and testing of the fluid was performed. The site was washed with antibiotic fluid and the ipg was replaced, and the pocket site was moved. Culture results showed there were no signs of infection. Follow up determined the issue was resolved with the replacement ipg.